Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that she had removed the battery for about 5 days and when inserting a battery, the insulin pump kept asking to reset the time/date. The customer was assisted with resetting the device. It was stated that the customer had just gotten out of the hospital and while she was there she received a battery out limit, off no power and no delivery alarms. She stated she was hospitalized for a non-diabetic relates circumstance. Most recent blood glucose level was 123 mg/dl. She declined troubleshooting. The device will not be returned for analysis.